Manufacturer narrative:
Recall - 3007697864-12/12/2017-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the line was detached from the hansen connector in unit 1 and 4. The reported condition was verified. The cause of the condition was determined to be an insufficient gluing of the connector to the lines during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During treatment, the customer noticed an external fluid leak on a mars kit. After treatment start, there was a disconnection of a line. The device was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.